Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s relative reported that the patient passed away from cardiac arrest and that the patient had to be shocked multiple times and could not be revived. They were told by medical staff that their implantable pulse generator (ipg) was not working.